Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted that the revision reported was likely the result of the subscapularis tear due to multiple subluxation, which led to loosening and instability.

Event description:
Revision of right shoulder components due to subscapularis tear.